Event description:
It was reported by the customer that a pyxis medstation system had a remote manager failed. Customer confirmed that the malfunction occurred when user trying to issue medication to patient and there was a delay in providing medication to patient, they were able to get medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed. A field service engineer replaced latch and harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.